Manufacturer narrative:
The coolsculpting system is a skin cooling device indicated for cold-assisted lipolysis (breakdown of fat). The coolsculpting user manual states, ¿cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention.¿ current trending data shows the observed occurrence of cold panniculitis/fat necrosis does not exceed the expected occurrence and does not warrant further action at this time. Allergan will continue to closely monitor trending data and will consider further action if deemed necessary. A supplemental report will be submitted if/when additional information is received.

Event description:
A (B)(6) year-old male had undergone 2 cycles of coolsculpting in (B)(6) 2012 and (B)(6) 2013 to his flanks. He presented to our hospital 6 months later, complaining of bilateral flank lumps with the right side larger than the left. He did not complain of tenderness except when wearing belts. On examination, there were palpable lumps on both flanks. Estimated size for the right was about 10×10 cm, and 8×8 cm for the left. There were no fluctuance, erythema, or tenderness on palpation. The patient subsequently underwent excisional biopsy of bilateral abdominal lumps and further liposuction.